Manufacturer narrative:
A fully deployed wallflex biliary rx uncovered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was kinked/deformed and the retrieval loop was broken. The stent was measured to be within specifications. No other issues were noted with the device. The noted damages to the device was likely due to anatomical or procedural factors which may have caused the kink on the device and the break in the retrieval loop that was encountered during an attempt to navigate a second stent, which limited the performance of the device. Therefore, the most probable root cause of the complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03898 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two (2) wallflex biliary rx uncovered stents were to be used in the common bile duct to treat a malignant stricture due to hepatic portal cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the first wallflex biliary stent (the subject of this report). However, the lower end of the stent was slightly deformed. The physician tried to advance the second wallflex biliary stent (subject of MFR report # 3005099803-2017-03898) into the right bile duct through the first wallflex biliary stent. However, the second wallflex stent was unable to cross the stent strut of the first wallflex stent. The physician attempted to advance the second wallflex further but the lower end part of the first stent was deformed. The second wallflex stent failed to advance through the stent strut of the first stent so the physician removed the first wallflex stent. The physician also noted a deformation at the tip of the second wallflex stent. The physician removed the second stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2017-03897 and 3005099803-2017-03898 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two (2) wallflex biliary rx uncovered stents were to be used in the common bile duct to treat a malignant stricture due to hepatic portal cholangiocarcinoma during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician was able to deploy the first wallflex biliary stent (the subject of this report). However, the lower end of the stent was slightly deformed. The physician tried to advance the second wallflex biliary stent (subject of MFR report # 3005099803-2017-03898) into the right bile duct through the first wallflex biliary stent. However, the second wallflex stent was unable to cross the stent strut of the first wallflex stent. The physician attempted to advance the second wallflex further but the lower end part of the first stent was deformed. The second wallflex stent failed to advance through the stent strut of the first stent so the physician removed the first wallflex stent. The physician also noted a deformation at the tip of the second wallflex stent. The physician removed the second stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.